Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a coronary artery bypass graft procedure, the ligasure precise was not sealing correctly. No tissue damage. No bleeding. No patient injury reported. Another device was used to complete the procedure. The site was not able confirm whether or not the device sealed correctly initially or never activated at all. No further information available from the site.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. One used ls1200 was received for evaluation. Visual inspection found no defects. The device was tested for activation on a simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. All seal cycles were completed satisfactorily and end tones heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The IFU states, there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations.